Manufacturer narrative:
B3: the peritonitis occurred on an unreported date in (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized and treated with unspecified antibiotics (for approximately two months) for the event. On an unreported date, the patient was discharged from the hospital. The cause, patient outcome and action taken with pd therapy were not reported. Approximately, two months later, the patient experienced an unspecified abdominal infection. It was reported the patient was admitted to the hospital for the infection and another indication. The cause of the infection, treatment, outcome, and action taken with pd therapy were not reported. No additional information is available.